Event description:
It was reported that the surgeon attempted to insert the aa4204vl silicone plate and the lens got stuck while advancing towards the eye. There was patient contact, but the lens was not implanted. There was no patient injury. The reporter stated the surgery tech was having difficulty loading the injector and the cause of the incident was a loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic). Patent (B)(4) - no consequences or impact to patient, (B)(4) - lens stuck in delivery system. Evaluation results: visual inspection of the lens showed evidence of a clear surgical residue, however, there was no visible damage to the lens. (B)(4).